Event description:
Pulsatile machine electrical cord that was connected to the unit caught on fire. Electrical cord was unplugged and fire died down. Pulsatile machine was taken to clinical engineering for testing. No patient injury.